Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's wife was advised to reset the device and the outcome was successful. At the time of contact, patient's wife did not report any injury or medical intervention.